Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot number (gd884445 ) with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). The sample has been discarded and the lot number is unknown therefore no evaluation or batch review was performed. Should additional information become available a follow-up will be submitted. This is second of two reports associated with this incident.

Event description:
Initially, the husband called the baxter technical service representative (tsr) for assistance during therapy. During a follow up call, product surveillance contacted the registered nurse (rn) on (B)(6) 2011 regarding the reported event. The rn stated that the patient was on antibiotics due to peritonitis caused by (B)(6). The rn did not know if the cause was related to the patient's peritoneal dialysis. The nurse stated the patient was continuing therapy.